Manufacturer narrative:
Multiple good faith efforts attempts conducted to gather more information about if the device still produced audio and if there was a speaker malfunction error inop displayed don the device were unsuccessful. The following functional tests were performed: the remote support engineer (rse) arranged a quote for a replacement speaker assembly was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. The device remains at customer site. It has been concluded that no further action is required at this time.

Event description:
It was reported the speaker needed replacement. It is unknown if there was still sound present. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).